Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Expiration date: 01/14/2010. Device manufacture date: 01/14/2005. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or no non-conformance (ncr) related to the customer claim was generated. The intraocular lens (iol) was returned to the manufacturer. Visual examination of the iol showed that only 1/2 of the device was returned. The sample was also inspected at 10x microscope magnification using black and white base. Sample was observed clear. No white or gray surface was detected in the half lens received. A few scratches near the cut were observed, not related to manufacturing. The condition observed in the sample is consistent with a lens that has been explanted from the patient eye. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that a patient experienced decreased visual acuity in the left eye post implant of an intraocular lens (iol). Va decreased from 9/10 to 6/10, and did not improve with correction. It was also stated that the lens was found to be cloudy. No capsulotomy yag performed. Subsequently, the lens was explanted in a secondary procedure and incision was required to be enlarged by 2 mm, and a nylon butterfly stitch was used. The patient was prescribed anti-inflammatory and antibiotic eye drops post the explant. The patient is reported to be doing good. No further information has been provided.